Manufacturer narrative:
Report source: (B)(4).

Event description:
It was reported that during an incoming inspection of the products, the customer found that a packaged box's product label for a jelco® viavalve® safety IV catheter was affixed out of position. No patient injury.

Manufacturer narrative:
Photographs were sent for evaluation. Photographic inspection confirmed labels were not straight. Based on the evidence, the root cause was attributed to a manufacturing issue.